Event description:
It was reported by the customer that a pyxis medbank system encountered a software issue. The customer stated that the system had dispensed medication twice due to a delayed alert, resulting in the patient receiving a double dose. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist informed the customer that they will need to edit all items to require a witness for issuing and restocking. The system functioned as intended after the technical support specialist troubleshooted the device.